Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of malfunctioning display, it was intermittently very jumpy and unreadable. The interpose cable was replaced to resolve. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after connecting to an implantable pulse generator the programmer's display was flickering and did not operate the touch panel. After several minutes and a reboot the function returned to normal. The programmer was returned for service. No patient complications have been reported as a result of this event.